Event description:
It was reported that the patients paddle lead had high impedance. The patient underwent a paddle replacement procedure.

Manufacturer narrative:
The returned lead was analyzed and visual inspection revealed that the proximal end is bent/fractured between contacts 8 and the retention sleeve. X-ray inspection of the paddle lead revealed that one of the cables was fractured within the proximal array. With all the available information, boston scientific concludes that the allegation of high impedances has been confirmed. It appears that excessive mechanical force was exerted onto the paddle lead proximal array, causing damage to its internal cables. It is possible that the paddle lead proximal array was fractured during its insertion into the ipg port. Therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patients paddle lead had high impedance. The patient underwent a lead replacement procedure.